Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2023. The cause of death was heart disease. The pump was worn at the time of passing. The last known product(s) for this customer are as follows: mmt-754cms. Troubleshooting was performed for the deceased reporting. No allegations against the product. The customer discontinued using the device, mmt-754cms was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. The customer passed away on (B)(6) 2023. The pump passed the functional test, including the stop (idle) current measurement test, run current measurement test, self test, off no power alarm test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and dat at 0.0873 inches. The following were noted during visual inspection: minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, missing end cap sticker and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump was received without a battery. No damage noted on the original battery cap. Unable to verify daily insulin total, basal insulin delivered total and bolus insulin delivered total for event date 07-sep-2023 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 07-sep-2023 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly or on the motor. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.